Event description:
Reporter alleged blood glucose measured 525 mg/dl compared to the dr's result of 180 mg/dl when testing was performed within 10 mins. Customer stated control testing was performed on the meter and was found to be within an acceptable range. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.